Event description:
It was reported that approximately 75 months post implant of a bifurcated device, and suprarenal aortic extension the patient had a follow up. The computed tomography scan revealed a small type 2 endoleak. There was a debate for a type 1 endoleak as well. The aneurysm had grown and the neck had dilated. Physician elected to implant an infrarenal aortic extension above the bifurcated. An angiogram was done after implant, and no endoleak was observed. Patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A sample evaluation was not conducted as this was an implant. This device was placed under cautionary circumstances due to: concomitant presence of a thoracic aneurysm. Aneurysm disease progression and/or aortic remodeling due to unresolved endotension from an untreated endoleak (lumbar/ima) might have contributed to the complaint. The patient's use of antiplatelet therapy might have contributed to this complaint. A manufacturing record review was performed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings the root cause could be due to patient's condition/anatomy and progressive disease.